Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Engineering found that activation worked as intended and tactile feedback was present on both buttons. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, while approaching the lung, the trigger of the device became stuck and the device would not stop activating the energy. Surgeon had to physically push the trigger open to stop the energy activation. They used another device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy, while approaching the lung, the trigger of the device became stuck and the device would not stop activating the energy. Surgeon had to physically push the trigger open to stop the energy activation. They used another device to complete the case. There was no patient injury.